Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a skin reaction at sensor insertion site that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient described the skin reaction as a red and itchy rash. Patient treats that affected area with over the counter (otc) cortisone cream. Patient was seen by her physician on (B)(6) 2015, to discuss skin rash from sensor insertion. Physician recommended that the patient use tagaderm to try to alleviate any skin reaction. Patient reported that treatment did not work. At the time of contact, patient reported current condition as "fine". No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).